Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and no delivery alarms from the insulin pump. The customer's blood glucose reading was 498 mg/dl. The customer stated that she was having problems with the no delivery alarms. The customer stated that she was able to get 5 units of insulin out of the tubing while not connected. The customer stated that the alarm was resolved by a complete set change. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs to troubleshoot.